Event description:
It was reported that a pump failed to turn on despite being connected to different usb cables and outlets over a prolonged period. There was no adverse impact to the customer¿s blood glucose level. The device is set to be returned, and a replacement pump has been issued.